Event description:
A tandem mobi cartridge alarm was reported during insulin deliver, which caused the customer's blood glucose level to display as "high," though no specific value was available. The customer managed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Customer reverted to an alternate form of insulin therapy.